Manufacturer narrative:
The creaj2 reagent lot number is 895968, and the expiration date is 30-apr-2027. A field service engineer (fse) determined that the sample probe was bent and contaminated and replaced it. The fse replaced another sample probe and adjusted it. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable creatinine jaffe gen.2 result from the cobas 8000 cobas c 701 module. The initial result was 0.73 mg/dl, and the repeat result from another analyzer was 0.91 mg/dl. The repeat of the questionable results was initiated by the laboratory personnel.